Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead fracture around the subclavian was found from the patient¿s chest x-ray. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).